Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, a 22mm amplatzer amulet left atrial appendage occluder was chosen for procedure. During procedure, after a successful trans-septal puncture, the device was implanted. Towards the end of the procedure, a pericardial effusion was discovered. A pericardiocenthesis was performed and 1 liter of blood loss was reported. The bleeding did not stop and the patient required surgical repair. The patient was transferred to the intensive care and remained there for two days. The patient has been discharged. No additional information has been provided.

Manufacturer narrative:
An event of pericardial effusion occurring after implantation of a 22m amplatzer amulet left atrial appendage occluder was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined.